Manufacturer narrative:
Block b3: exact date unknown, event occurred four years prior to the date the manufacturer became aware of the event. D6b: four years ago. Additional suspect medical device components involved in the event: serial number: (B)(6). Batch/lot number: 7073300. Model/catalog description: artisan lead 50 cm. Unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the wires of the patient's spinal cord stimulator (scs) paddle lead was twisted and fluid build up was noted. It was also stated that the implanted device was not providing pain relief. The patient underwent a procedure wherein the ipg and lead were explanted.